Event description:
Event description guidant received information that this left ventricular lead has an increse in thresholds from 1.6 last summer to 5.5 volts now. There is a loss of capture. The impedance changed dramatically from 1000 ohms to >2500 ohms. A review of x-rays did not reveal any conductor fracture or device setscrew problems. The patient indicates a reduction in her quality of life since last summer. This may be due to the loss of biventricular pacing. There is ventricular oversensing in the right ventricle with a non-guidant lead due to the unipolar configuration. The right ventricular oversensing issue was resolved by decreasing the device sensitivity. A procedure is scheduled to address the left ventricular lead.,